Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. This report is being filed on an international product, list number 191-000 that has a similar product distributed in the us, list number 190-000.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed (B)(6) 2022. Pcr confirmation testing was performed twice and generated a negative result. The customer stated that the patient was asymptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
Investigation results: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m185127 with internal positive quality control x2 devices and negative quality control swabs x2 devices. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m185127 and test base part number 190-430 / lot m185127. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m185127 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.